Manufacturer narrative:
The lens was received for diopter measurement. Results of our testing confirmed the diopter power was correct as labeled, 14.5. The iol met all specifications for optical properties. A review of our implant database shows the 14.5 d lens was replaced with an 18.0 d. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All available information is provided in this report.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication 1 month after implant. Reason stated was improper power.